Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: visible foreign body (rubber plug) in plastipak after piercing a propofol bottle when did the incident occur? During use propofol is removed from a rubber stopper with article 309744. The attached blunt fill cannula has apparently punched out the rubber material. Was the device being used in/on patient when the issue occurred? It was noticed during the withdrawal of propofol. Was patient or user harmed? If yes, please explain - the medical staff discovered the problem before administering it to the patient, so no. Was the hcp present when the issue occurred? - the medication is administered by a medical staff. Was additional medical intervention/medication required? If yes, please explain - no, the problem was identified in a timely manner.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one syringe with the 18g 1" needle, along with one vial, was provided to our quality team for investigation. Upon inspection, a gray particle was observed within the vial. Characterization testing was performed and found the particle was partially consistent with material from the vial stopper, although it was not conclusive. The needle was evaluated using magnification, the bevel was properly formed and no damaged was observed. A comprehensive device history record (DHR) review was completed for lot 2407079. No deviations or non-conformances were identified during manufacturing that could have contributed to the reported observation. Additionally, our manufacturing process includes multiple visual and functional inspections throughout production. No issues related to this observation were found during these inspections. Based on our quality team's investigation and sample evaluation, we cannot identify a definitive root cause at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.